Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed in the syringe while aspirating the sheath. During a pulmonary vein isolation procedure to treat atrial fibrillation, a polarsheath steerable sheath was selected for use. Upon aspiration of the sheath, air bubbles were observed in the syringe. It was suspected that the hemostatic valve was damaged. The device was replaced, and the procedure was completed without patient complications. The device has been disposed and is not expected to be returned.